Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the switch was faulty. The main power switch was stuck and depressed. Bad worn out scope socket. Lamp output was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the power switch could not be pushed on the visera elite xenon light source. It appears like the buttons are stuck inside the machine. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the power button would not turn on occurred due to a failure of the power switch and it being pushed inside. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.